Event description:
It was reported the patient was unable to move since the internal neurostimulator had been turned off. The patient turned the device off last night and could not turn the ins on the following morning. The programmer had all status lights on. The patient reported they have tried multiple batteries and still the same lights stay on. The patient had the right side ins removed back in 2008 because of inflammation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ extension product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ extension product ID 3387s-40, lot# v015069, serial# implanted: (B)(6) 2008, explanted: product typ lead. Product ID 3387s-40, lot# v015069, serial# implanted: (B)(6) 2008, explanted: product typ lead. (B)(4).